Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10294. The patient ((B)(6)) received an scs system which included the scs ipg and a quattrode lead. It was reported, the patient was unable to recharge the ipg. In addition, when the amplitude was increased, the patient experienced discomfort which he described as pressure or uncomfortable stimulation. Follow up information revealed the quattrode lead had migrated. The ipg was removed and replaced and the position of the quattrode lead was adjusted. Comfortable stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.